Event description:
In 7/2002, the user facility's materials manager informed the manufacturer's rep of the following: physician implanted device, after implanted, physician flushed, device would not flush.